Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The custom seal fill polymer was mixed and connected to the delivery system outside the time specifications. Upon injection of the fill polymer into the aortic body delivery system, the fill polymer solidified within the fill lumen of the delivery system inhibiting the flow of polymer into the aortic body stent graft to fill the fill channels. The physician elected to proceed with the case but encountered subsequent difficulties with the placement of the iliac limbs and converted to the patient to open surgical repair and explanted the stent graft. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Device not released from site.